Event description:
It was reported that restenosis occurred. A promus element plus everolimus-eluting platinum chromium coronary stent system was implanted on an unknown date. In september 2013, restenosis of the previously implanted stent was noted and was treated with a non-bsc stent.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).